Event description:
During ureteroscopy, attempted to connect device to machine. Would not connect after multiple attempts. Connective collar also came apart from device, exposing connective wiring. Device sequestered and checked, collar taken off again and repositioned, and device connected.